Event description:
The customer reported that the sys intermittently shut down. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
The customer canceled the service call.